Event description:
It was reported that one week after the surgery, the pt felt uncomfortable. A CT review found a small amount of fluid around the valve, and the ventricles were enlarged. The doctor performed a second surgery and found that the reservoir was leaking.

Manufacturer narrative:
(B)(4). The device was patent and passed siphon and reflux testing. It did not meet the requirements for leak testing due to multiple tears in the silicone dome above the reservoir. It is unk how or when these damages occurred. There were also scratches on the base of the reservoir, below the tears. Therefore, it is possible that the damages occurred when injecting or csf sampling from the valve. The instructions for use that accompany the device note that injection or csf sampling through the dome is allowed by use of a 25-gauge or smaller non-coring needle. It is also cautioned that "low tear strength is a characteristic of unreinforced silicone elastomer materials. Care must be taken on insertion and removal of the needle." The device performance did not meet established specifications for pressure-flow and preimplantation testing. Proteinaceous debris was noted on the valve membrane. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in overdrainage. A review of the mfg records showed no anomalies. No pt impact was reported. All of our valves are 100% tested at the time of MFR.